Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic after programming changes were made at a previous visit, oversensing was observed on the right ventricular channel. Further programming changes were made and the patient was stable throughout.